Event description:
It was reported that a rear tip extender was added to this inflatable penile prosthesis due to supersonic transporter deformity of the glans. No patient complications were reported.